Event description:
This spontaneous report of an unexpected event (granuloma skin) meets the criteria of a 10-day report and is being submitted to the FDA. Information was received from a physician regarding a (B)(6)-old female who received an injection of perlane (injectable dermal filler) into an unspecified site on (B)(6) 2005 while in clinical trial for perlane product. On (B)(6) 2006, the pt also received 3 ml of restylane injections into the nasolabial folds and marionette lines bilaterally while in clinical trial for restylane product. Anesthesia use and add'l procedures were not reported during perlane and restylane injections. Significant medical history included hypertrophic lichen planus. No concomitant medications were reported. On (B)(6) 2006, the pt developed swelling (swelling) and nodules (nodules) at the injection sites (nasolabial folds). On (B)(6) 2006, the pt was evaluated and treated with medrol dose pack (methylprednisolone) and underwent further testing that included biopsy and blood work. On (B)(6) 2006, the results of lab tests were as follow: ige was negative and igg was positive. On (B)(6) 2006, a skin biopsy in the right marionette line revealed subcutaneous granulomatous dermatitis. The reporting physician confirmed that the nodules resolved on (B)(6) 2007. On (B)(6) 2009, the pt was evaluated by the same treating physician back in 2006 due to complaint of recurring nodules. The pt reported that the nodules appeared 2 weeks earlier and in the same location as observed in 2006. The nodules were observed to have grown from small to large approximately 4-10 mm in size. The physician further described the nodules appearing like gumballs inside the skin, along the nasolabial folds and in the marionette lines. The physician also described the pt looking like her face was distorted. During the follow-up visit, the pt was treated with kenalog (triamcinolone). On (B)(6) 2009, the pt was also treated with hyaluronidase. As of the date of this report, the event outcome of the recurring nodules was considered resolved. In conclusion, the physician confirmed that the pt's diagnosis was granulomatous skin dermatitis (granuloma skin) likely secondary to dermal filler implants (restylane and perlane).

Manufacturer narrative:
The lot number for restylane was (B)(4) with an expiration date of 10/2006. The lot number and expiration date for perlane not reported. PMA/510 (k) # p040024.